Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient would try to turn their stimulation up but would not get any sensation from two of the three programs they had. Since they were not feeling any stimulation they were not getting any pain relief. There was no known cause related to the event. An impedance check was performed and 7 of the 16 electrodes were open. Electrodes 1, 3, 6, 9, 11, 13, and 14 were open. The device was reprogrammed using the available electrodes. The coverage was sufficient and was much better. They were able to obtain coverage of the patient's painful areas. The patient was going to follow up with their doctor as necessary. The patient was indicated for lumbar radiculopathy.